Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they woke up to the cgm alerting that they were at 40 mgl/dl and based on the reading on the cgm, the patient was given juice. At a quarter to 4:00am, the cgm was still displaying a reading in the 50¿s so the patient was given more juice and given an oatmeal bar. The patient¿s husband was getting ready for work at 5:30am and noticed that the readings on the cgm had not changed and at 6:30am, the readings were in the mid 90¿s. The patient¿s husband was at work and contacted the caretaker to take a finger stick reading and she indicated that the bg meter was reading 575 mg/dl. The patient¿s husband contacted their endocrinologist and was advised to take the patient to the emergency room (ER). The patient was taken to the ER by her husband and was admitted for four days. Treatment at the hospital is unknown. At the time of contact, the patient was still recovering. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.